Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged a few days post implant. The lead was repositioned, but prior to discharge, the capture thresholds were high and the sensing thresholds were low. The lead was repositioned again and all values were within normal range. The patient's condition was good at the end of the procedure.